Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The event "the scope on the side there's a spot to attach to the light source and the component was loose, it came off" was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on the side of the rigid video scope device where there's a spot to attach to the light source, the component was so loose, that it came off. The issue occurred during reprocessing. There was no report of any patient harm.